Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed system notice # (B)(4) ¿the refrigerant delivery path was obstructed¿ was received on the date of the event. Clinical issues (perforation, hypotension, and bleeding) were encountered during the procedure. In conclusion, the mapping catheter was not returned for investigation. There is no indication of relation of adverse event to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter had difficulties being inserted into the vein. It was maneuvered around and the balloon catheter was inflated. It was then indicated that the mapping catheter was not in the correct area and the balloon was deflated. It was then placed in the branch of the left inferior pulmonary vein (lipv) and inflation began again. The patient's blood pressure then dropped quickly. The ablation was stopped. Drainage was performed followed by intubation, a transfusion and a thoracotomy. A perforation was confirmed. The perforation was sutured and the bleeding stopped. The patient was sent to the intensive care unit and is currently stable. The case was aborted. No further patient complications have been reported as a result of this event.